Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In late (B)(6) 2023, the patient experienced pain, induration, and peristomal erythema of more than 2 cm, also occasional exudate. The patient went to their doctor who diagnosed an infection and prescribed an unspecified oral antibiotic. Two tablets every 12 hours. In late (B)(6) 2023, the infection had subsided. Only slightly peri-stoma erythema and granulation remained. The patient was advised to refer to the physician for additional treatment options.